Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 12.3 mmol/l. The customer reported that the esc and arrow down do not work. The customer already tried to remove battery without result. The customer have back up plan. The insulin pump replacement needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. However, the escape and down buttons functioned properly. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot and cracked reservoir tube lip.